Event description:
(B)(4). I have stabbing pain in my left ovary, if I turn a certain way or move to quickly sometimes I will have the stabbing pain to where I'm scared to move, I am on my period 3 weeks out of the month, I have migraines, and weight gain. I had gone to the ER for the stabbing pain and they did a CT scan and said I have cysts on my ovaries and I never had the problem before.